Manufacturer narrative:
The field service engineer performed system adjustments and mechanical checks. The completed precision testing with acceptable results. The customer performed calibration and qc. The field service will monitor the ise qc results. After service, no further issues were reported by the customer. The customer's provided calibration results were ok. The customer's qc results were requested but not provided. The investigation reviewed the system's alarm trace and found multiple aspiration alarms. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer confirmed calibration and qc were acceptable. The initial na results were reported outside the laboratory. The initial na results were questioned and the samples were repeated. Patient 1's sample was repeated on a different cobas 8000 cobas ise module, and patient 2's sample was repeated on the same cobas 8000 cobas ise module. Patient 1's initial na result was 108 mmol/l, and the patient's repeat na result was 142 mmol/l. Patient 2's initial na result was 109 mmol/l, and the patient's repeat na result was 145 mmol/l. The customer determined the repeat results were correct. The na electrode lot number and expiration date were requested but not provided.